Event description:
Per uf/importer report #(B)(4). Describe the event or problem: citrate infusion with continuous renal replacement therapy (crrt), continuously alarming air-in-line. All troubleshooting completed related to tubing placement in sensor. Noted that tubing is filled with champaign air bubbles between air-in-line sensor and patient. Registered nurse (rn) caregiver describes that they have been having this same issue all night. Pump removed from service, sequestered for testing with tubing (490100, unknown lot number). New pump and tubing (primary without y-site; ref #(B)(4)), new bag initiated.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.